Manufacturer narrative:
(B)(4). Method: the complaint 900mr810 adult evatherm reusable breathing circuit was returned to fisher & paykel healthcare in new zealand for inspection. The returned breathing circuit was visually inspected. Results: visual inspection revealed a 4 mm tear in the film near the patient end cuff of the complaint circuit. Conclusion: we are unable to determine what may have caused the damage noted on the returned 900mr810 breathing circuit. The customer has confirmed that the subject breathing circuit was in use for one month before the reported damaged was observed. All 900mr810 reusable adult breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported damage occurred after the subject breathing circuit was released for distribution. The user instructions that accompany the 900mr810 reusable adult breathing circuits state: inspect circuit before re-use, do not use if the circuit shows signs of deterioration such as: cracks, tears or damage. Perform a pressure and leak test on the breathing system, and check for occlusions before connecting to a patient. Disconnect tube by handling end connectors only, do not pull or twist tubing as this may cause damage. Set appropriate ventilator alarms.

Event description:
A healthcare facility in sweden reported via a fisher & paykel healthcare (f&p) field representative that the patient-end connector of a 900mr810 reusable adult breathing circuit broke and created a crack in the circuitas well. This occured after one month of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are still attempting to obtain the subject complaint 900mr810 reusable adult breathing circuit for further investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the "connection part" of a 900mr810 reusable adult breathing circuit broke and that "the circuit cracked" after one month of use. No patient consequence was reported.